Event description:
It was reported that noise was observed on several inappropriate automatic mode switch episodes. Reprogramming was recommended. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.